Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support had oozing from the right femoral artery overnight. Manual pressure was held overnight, and sandbag was placed. Heparin was stopped. The patient was taken to the cath lab later that morning and the cp was repositioned, re sutured and redressed. The oozing was controlled. Additionally, the patient started having runs of ventricular tachycardia (vt) and eventually coded. Patient was cannulated for extracorporeal membrane oxygenation (ECMO) at bedside and taken to the lab for percutaneous coronary intervention (pci). During the pci patient was in sustained vt and had to be shocked 5 times during the procedure. It was believed the vt was due to the lack of perfusion. The patient¿s rhythm had stabilized once back to ICU, but some of those runs were back. The team decided to manage that with lido and weaning off the epi. Although the impella was a little shallow on echo, the team was good with the position since patient was on ECMO and the impella was utilized for lv offloading. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The root cause of the access site bleeding was most likely due to anticoagulation management since the hematoma resolved after the heparin was held. The root cause of the vt/vf cannot be determined since the product was not returned and insufficient clinical details were provided. D6a and d6b was missing from manufacturer device report 1220648-2024-24804.